Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 220 mg/dl at the time of the incident. Customer stated that none of the button on the pump are working only buttons on the pump working are the b button and the down arrow/. Customer stated moisture under the screen and does have some moisture possibly due to per customer it being hot. Customer reports there is fluid under the lcd display. Cracks displayed on keypad. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.